Manufacturer narrative:
Reporter telephone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. Five days after event onset, the patient was hospitalized. The same day as event onset, the patient was treated with amikacin (intraperitoneal, 100 milligrams per day) and vancomycin (intraperitoneal, 1 gram, frequency not reported, discontinued the same day) for empirical peritonitis treatment. Two days after the onset of event, amikacin treatment was stopped. The following day, the patient began treatment with meropenem (1gram, intraperitoneal, frequency and duration not reported). At the time of this report, the patient remained hospitalized, the effluent remained cloudy and the patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up, it was reported that the patient was discharged from the hospital early in the month following event onset. It was also reported that the pd catheter was removed and the patient switched to hemodialysis (hd). Should additional relevant information become available, a supplemental report will be submitted.